Manufacturer narrative:
No report of patient involvement. (B)(4). Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, unit would not pass the monthly o2 calibration. It shows 100% o2 while the o2 cell is only registering readings between 21 to 29%. The paw and acgo span will not pass. It has no pressure buildup at the test manometer or on the display but he can hear the flow valve flowing gas.